Event description:
The facility's nurse reported that a pump continued pumping and did not alarm when medication bag was empty. A primary bag of saline was infused by means of gravity and a secondary medication bag was pumped through a flo-guard pump. The secondary bag medication was connected, "piggybacked", to the primary line of saline at the bottom of the tubing. Reportedly, the medication was delivered, the pump did not alarm for air, but instead, continued to pump while nothing was being delivered. This event was discovered after approximately 20 minutes, when the nurses noticed that the patient's blood had backed up from the patient's port, through the 3" extension set and back through 6" of tubing. The blood had clotted. The type of port used was a portcath under the skin accessed by a huber needle. The tubing, extension set, and huber needle had to be replaced after the blood back-up. The medication involved was carboplatin and was programmed at a rate 220 ml/fr with a volume to be infused of 999 ml. The actual volume of the medication bag was 140-160 cc (110ml of soulution in the bag plus the medication). Information was not provided regarding the serial number of the pump. No additional information is available.